Manufacturer narrative:
Evaluation: customer returned one, flex main body graft in an opened and used condition. The returned product was examined and an internal clinical review revealed that the trigger wire had been in a bind at the hole in the top cap. An examination of the trigger wire found bends at the distal end that were greater than expected. This would confirm the difficulty in releasing the trigger wire. At this time, we are unsure why the trigger wire had been in a bind but it may have occurred during loading of the device. The appropriate individuals have been notified of this matter.

Event description:
During aaa repair in 2007 on a male patient, the physician had difficulty removing the proximal trigger wire and then had difficulty advancing the top cap. The graft did land where intended and the outcome of the procedure was good.